Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing. The device was reprogrammed. The patient was asymptomatic and would be monitored.